Manufacturer narrative:
Additional, changed, and/or corrected data: b1; b2; b5; h1; h6.

Event description:
Healthcare professional confirmed the right device to be intact. This record is no longer reportable to the FDA and is being un-reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a right side deflation. The device has been explanted and replaced.